Event description:
Pump programmed to infuse a 100cc bottle of propofol at 19cc/hr, volume to be infused set at 90cc's (at approx 9pm). At 9:45pm pump was alarming - rn into room to check, noted medicine bottle was empty and all had been infused into patient. (Volume to be infused on pump read 76 cc) pump removed from service, biomed notified and picked up pump on 01/07/08. Dose or amount: 100cc bottle. Frequency: 19cc/hr. Route: IV.